Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample dual resolution dilutor (drd) and the high speed spinner and adjusted the alignments of the drd, the high speed spinner, and the tube lifter. The cse also adjusted the luminometer and incubator shaker bars and the alignment of the luminometer chain. Precision was run on quality controls, which resulted within range. The cause of the discordant, falsely low acth result is unknown. This device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low adrenocorticotropic hormone (acth) was obtained on one patient sample on an immulite 2000 instrument. The result was reported to the physician(s). The sample was rerun on the same instrument and resulted higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to discordant, falsely low acth result.